Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage from the air intake could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified. D1 - primary plumset, clave y-site, non-dehp tubing, 0.2 micron filter, pe coated tubing, 104.

Event description:
The event occurred on an unspecified date and involved a primary plumset, clave y-site, non-dehp tubing, 0.2 micron filter, pe coated tubing, 104",14255-28" where the customer reporter reported that the device leaked during patient infusion. An IV chemotherapy (paclitaxel) in progress at 278 cc/hr for about 10 min. When they noticed a leak of fluid from the tubing filter. There was patient involvement, however, harm was not reported as a consequence of this event.